Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to the ECG "c&d" cable. The cable was pulled from the strain relief, damaging the orange (lead 2-) wire on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.